Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-18535. It was reported the pt experienced pain at the ipg site. Diagnostic testing was performed prior to the pt undergoing surgical intervention and low impedance readings were observed on several lead contacts. The physician explanted and replaced the pt's ipg as well as repositioned the ipg pocket site. Intraoperative diagnostic testing of the lead revealed impedances values within normal limits. The pt reported effective stimulation coverage postoperative.